Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device sometimes stick. Pt stated, the buttons did not pop back up after pressing. Pt is on injection therapy. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.